Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was worn while swimming and is cracked around the casing. The customer's blood glucose reading was 165 mg/dl at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with a critical pump error due to a corroded force sensor. Unable to perform the self-test, displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, or active current measurement tests due to the critical pump error. Corrosion was also found on the electronic assembly and motor during visual inspection. The pump failed the leak test. The pump leaked from behind the case, near the battery compartment. The pump was received with a scratched case, a cracked case behind the pump near the battery compartment, a pillowing keypad overlay, and minor scratches on the lcd window.